Manufacturer narrative:
Visually confirmed approximately ~ 2 and 3mm of both instrument tips has been broken off, consistent with interface during usage. Dimensional inspection of the tip diameters and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported a ¿patient with stenosis underwent a plf at th11-th12. During the surgery, the tip of the driver broke. It occurred during tightening a th11 set screw following a th12 screw in a procedure of final tightening of the left rod. All the fragments were aspirated and not left in the patient. No patient injury was reported.¿

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.